Manufacturer narrative:
(B)(4). Per information provided by the distributor carefusion technical support determined that the cause of the reported event was most likely a faulty valve sensor printed circuit board assembly, however the unit in question is out of warranty. They advised that the customer purchase a replacement valve sensor printed circuit board assembly.

Event description:
The following is a description of an event that occurred in (B)(6) as reported by the distributor: "during the test[ing], unit has gone into alarm reported error e11 and during calibration of pressures 0-10 cm h2o has also reported the error e30."